Event description:
During a bronchoscopy procedure the surgeon fired the device on the lung. The device cut but did not staple. The pt experienced a 1700cc blood loss, and required a transfusion. There were no other additional pt consequences reported.